Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor alarm or perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to high magnetic fields and they were not able to completed the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.